Manufacturer narrative:
Manufacturer of penrose drain, kent elastomer products inc., has declined to file an MDR for this issue. They notified cardinal health of this decision on (B)(4) 2011. Cardinal health is reporting as the kit compiler. Review from kent elastomer products inc. States: not able to see or evaluate the sample (which was packaged and labeled as "biohazard"). Review of the device history records (raw material to finished product) from the reported lot number revealed, the process and inspection criteria were compliant with finished product specifications. Not able to determine root cause.

Event description:
When removing penrose, drains broke and patient had to undergo surgery to remove them.  Patient was released following the removal and no untoward affects were anticipated.